Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: initial reporter: address: unknown, information not provided. . Section e1: initial reporter: email address and full address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of eyhance toric intraocular lens, the patient was very uncomfortable as the intermediate distance was not well visible than expected. So an exchange surgery was performed during secondary surgery with another lens. There was no report of unplanned vitrectomy, incision enlargement and sutures. Directions of use were followed. There was no delay in procedure and patient was fully recovered. No other information is available.